Manufacturer narrative:
As the product was not returned, the root cause cannot be determined. Potential root causes listed in the risk analysis for screw breakages are: bone was hard with resulting high torque. Application of unintended loads and/or, collision with other implant or instrument. Based on statistical eval, no indication was found for any device related issue.

Event description:
The screw came apart while being inserted into the bone.